Manufacturer narrative:
(B)(4). Batch # p92z00. The following information was requested, but unavailable: can you please clarify, when the device was able to be removed from the tissue, were the device jaws able to be opened? Or were the device jaws still in the closed position when they were removed? Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was not opening after it closed down. The surgeon was still able to remove the device from tissue without damaging the tissue. Procedure was completed with another device of the same product code. There were no patient consequences reported.